Manufacturer narrative:
The user facility stated that during a patient procedure the 3080 surgical table lowered in height without being commanded to do so. In our investigation of this event we were unable to confirm if the facility used the hand control or auxiliary switches to control the table. Steris inspected the table and found the check valve and cylinder seat required replacement. Multiple tests on the functionality of the table confirmed that the table was fully operational following the repairs. No additional issues have been reported.

Event description:
Reference medwatch (B)(4).